Manufacturer narrative:
Event date unknown. Device lot # was not provided/unknown. Product has not been returned. Product was discarded.

Event description:
It was reported that patient presented in office with loose restoration. It came right out in doctor's hand. Abutment screw was fractured. Patient was referred to oral surgeon who removed the screw. The parts were discarded. Doctor will place a new screw. Tooth location # 3

Manufacturer narrative:
No device returned for inspection: no product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Therefore, documentation cannot be reviewed at this time. Without the returned product, there is not enough evidence to form a conclusion on the reported event of loosening. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Device was not returned by the customer.